Event description:
Pt undergoing hemodialysis treatment experienced epigastric pain and discomfort at end of 3.5 hr treatment. Blood pressure also elevated to 222/125. Porcantic 10 mgs sl given. Pt discharged to home. Later that evening pt admitted to the hosp with hemolysis. Pt also experienced pancreatitis while hospitalized.